Manufacturer narrative:
(B)(4). The extender has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The extender assembly has been received in position eject. In this position the nut is turning freely and the inner sleeve is not engaged with nut. The inner sleeve is slightly sticking want trying to move in or out, however a simple flexion of the tip of the inner sleeve allows a proper dismantling and assembly with the external sleeve and can engage with the nut. The assembly has been connected with a new bone screw (B)(4) and was found to connect and retain properly the bone screw. The instrument was found to work properly: can be assembled, dismantled as well as connected to an implant head.

Event description:
It was reported that the extender is no longer working, the inner part does not function properly. Although the instrument was used in surgery, no patient complications were reported.